Manufacturer narrative:
A medtronic representative went to the site to test the guidance system. Testing revealed no issues with the guidance system. The guidance system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used intra-operatively of a spinal procedure to treat degenerative disc with fixation. It was reported that a day after the surgery they discovered that the l4 left was medial to plan. The suspected cause of the deviation was soft tissue pressure. A revision was done to correct the screw. It was unknown how much the screw was deviated. The manufacturer representative had completed a 10 point accuracy check twice and the shoulder calibration was in specification after the procedure. The guidance system was used in two cases without any further issue. There was no patient harm and the procedure was not delayed.